Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 61 mg/dl at 7:39 pm on 05/20/2024 and fs read 33 mg/dl at 7:43 pm on 05/20/2024. Inaccuracy is 84.85% with a point difference of 28. The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 170 mg/dl, and the meter bg reading was unknown. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 30 - 33 mg/dl. The customer's wife helped them get and consume carbohydrates to address the low bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Additionally, it was reported that the customer alleged that the pump¿s bolus feature was not working appropriately; however, based on the log review, the pump was functioning as intended, and delivered insulin correctly based on bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.